Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was not running. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the side and partially separated from bottom case. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was able to be duplicated. The main board was misaligned from pump been dropped by customer. The root cause of the reported issue was a result of the customer's impact to the device. Realigned the main board, cleaned, and greased the whole motor assembly. Performed preventative maintenance and all functional testing.